Event description:
Patient was referred for full revision (replacement of the lead and generator) due to low battery and unspecified patient issues with the device. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received that the patient's device was disabled in the past and unable to be interrogated due to a depleted battery. It was noted that the device was not helping the patient (lack of efficacy).